Manufacturer narrative:
Torn mattress. The mattress was replaced.

Event description:
It was reported by service report that the bed mattress is torn. No pt involvement or adverse consequences are reported.